Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.

Event description:
Additional information received on 16sept2016: received customer's maude mw5063481: during the surgical procedure the laparoscopic instrument was broken resulting in the conversion to an open procedure to retrieve broken fragments. Snowden-pencer dorsey fenestrated graspr sp90-6278 double action, 5 mm, 45cm, 25mm jaw esu, rotation, ratchet/ratchet defeat. Conducted customer investigation on 27sept2016: the customer reported, this device broke apart at the box joint of the grasper end. It fell apart while manipulating the bowel in a laparoscopic case. There were no complications. The patient was stable after the event. All pieces to our knowledge were retrieved. There were retained objects. It was noted right away as it broke apart. All the parts were accounted for after the event, we determined that we had all parts in entirety. The lower anterior resection was completed as planned. The case did have to go from a laparoscopic procedure to an open procedure to obtain all the pieces of the instrument that had come apart inside the patient. A thorough and complete search of the surgical wound and sterile field was performed in addition to the x-rays with multiple views. The x-ray confirmed there were no retained objects, performed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, during a right hemi colectomy laparoscopic procedure a fenestrated grasper insert broke at the box joint inside of the patient. The physician converted to an open procedure to retrieve the broken surgical instrument and then confirmed with an x-ray. The customer reported the patient's outcome is stable. The device was reported to have been used a lot but no specific number could be provided.

Manufacturer narrative:
(B)(4): one (1) sp8379 ta insert device was returned for evaluation for during the procedure the fenestrated grasper insert broke inside of the patient, coming off at the box joint. Issue was discovered prior to sterilization, no patient harm. Visual and functional evaluation by the product engineer and the quality engineer confirmed the reported failure. Note 21jul2016 plant received a damaged box with only device pin (jaw part). The rod that contained the lot numbering information was not in the damaged box. It was confirmed by the customer and the sales rep that the rep sent the entire insert rod in the shipping box; therefore, the customer confirmed that the rod must have been lost in transit. The product engineer and quality engineer reviewed the returned jaw and broken parts from the clevis. Based on the parts returned it appears that the device jaw piece separated from the rod. It is suspected that the sample had a fracture at the rod fork based on the fact that a piece of the fork of the actuating rod was amongst the fragments of parts returned. This failure was previously identified in the take apart line under a design project change which was completed for the take apart product quality improvement which includes the single action rod failure. There was a change made to strengthen the actuating rod. As part of a design project, improvements were made to the take apart inserts actuation rod to further define heat treatment and electropolish parameters that would increase strength of material properties of the device. Since the actuating rod was not received bd could not identify the age and subsequently the lot number of the device to confirm if the device was manufactured prior to the implementation of the new design. The product engineer believes this device was made prior to the change. The corrective and preventative action identified the following probable root causes: after evaluating the quality history records it was observed that the incoming inspection lots were incorrectly identified as the same lot and accepted without inspection; the straightness of the rod fork was not clearly indicated on the print; the heat treatment cycle was not adequately specified on the prints which lead to unfavorable material properties (hardness and brittleness); the raw material stock was identified as (B)(4) without a range of carbon to further characterize the material which could lead to unfavorable material properties (brittleness); mechanical overstress in the user environment. (B)(4) will continue to trend and monitor this reported issue and for this product family.